Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient had another fall and needed a shoulder scan. It was noted the open circuit was on electrode #3. No further complications are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient has an open circuit as of (B)(6) 2016. The contact pair that is open or the exact impedance levels could not be given at the time of the report. MRI guidelines were also requested, with no symptoms or relation to the device or therapy. It was also noted that the patient has a lot of falls. The patient's indication for implant is parkinson's dual and movement disorders.